Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the frame broke near the weld by the right front caster headtube and left lower front frame.